Event description:
A bio knotless anchor was inserted during shoulder arthroscopy. When the inserter was removed the tip of applicator was broken off. It was reported that the pt problems were unknown.